Manufacturer narrative:
Adverse event term value "decrease of hemoglobin" (ae#2) has been changed to "serious bleeding". Therefore, h6. Health effect - clinical code of anemia (e0301) has been updated to hemorrhage/bleeding (e0506). Outcome value "not recovered/not resolved" has been changed to "recovered/resolved". Intervention was compression. Therefore, b 2. Is required intervention has been updated. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
A1. Patient identifier:(B)(6) an analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31390456l and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
Patient received an index cardiac ablation on (B)(6) 2024 and experienced hematoma (ae#1). Relationship to study device is not related and relationship to the index study procedure is causal. The outcome is not recovered/not resolved. Intervention was medication and compression. Ae#1 (hematoma) is associated with the sheath used for vascular access. The identity of the sheath is unknown at this time and follow up has been requested. On (B)(6) 2024, patient experienced decrease of hemoglobin (ae#2 anemia) categorized as moderate and serious defined by in patient or prolonged hospitalization with an admission date of (B)(6) 2024 and a discharge date of (B)(6) 2024. Relationship to study device is not related and relationship to the index study procedure is causal. The adverse event is expected/anticipated. The outcome is not recovered/not resolved. Intervention was none. Although no intervention was done for anemia, the patient required extended hospitalization due to anemia. However, the admission date was prior to the index procedure and therefore, follow up has been requested to determine if it was a pre-existing condition or if the extended hospitalization was due to anemia, post procedure, or if the anemia was from the hematoma.